Manufacturer narrative:
Analysis of for pli 10 lead, model# 3889-28, found the #0 and #1 conductors to be broken 5cm from the distal end. It was also found that the outer insulation was breached and the #2 and #3 conductors were cut 2.8cm from the proximal end. Analysis of for pli 20 lead, model# 3889-28, found no significant anomalies. The outer insulation was breached and the #1 conductor was cut 5.1cm from the proximal end.

Event description:
It was reported that the patient complained about intermittent loss of therapy and intermittent overstimulation. Impedance testing revealed high impedances on all electrodes (greater than 4000 ohms). The left electrode was reportedly cut by the doctor during explant. It was also reported that there was a fracture 2cm ¿below the poles at the right electrode¿ and 1cm ¿below the poles at the left electrode.¿ the patient felt stimulation in the vaginal area. A loss of therapy was noted since the implantable neurostimulator had been turned off. The surgery was without complication and the patient was doing well. It was noted that the patient was a twin and very slim.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # unknown, explanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # unknown, product type lead. (B)(4). (B)(6).